Manufacturer narrative:
(B)(4). The complaint devices were not returned to fisher & paykel healthcare in (B)(4) for evaluation. Despite requests for the return of the rt210 adult dual-heated breathing circuits the devices will not be returning for investigation. Therefore, our investigation is based on the event description, information provided by the hospital and our knowledge of the product. The hospital reported that the rt210 adult dual-heated breathing circuits failed the pb640 ventilator leak test when checked prior to use. The water bag spike was reported to be the source of the leak. Without the return of the complaint devices we are unable to determine what may have caused the problem experienced by the customer. All rt210 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the subject rt210 breathing circuits were damaged after they were released for distribution. The user instructions that accompany the rt210 breathing circuit state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Hospital staff correctly checked the breathing circuits before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported that three rt210 adult dual-heated breathing circuits failed the pb840 ventilator leak test. This was observed prior to patient use.

Event description:
A hospital in (B)(6) reported that three rt210 adult dual-heated breathing circuits failed the pb840 ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The three complaint rt210 adult dual-heated breathing circuits are currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.